Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient in day 5 of basic evaluation reported that their leads broke and they went to the ER on (B)(6) 2016. The leads are to be removed on date notified. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.